Event description:
Customer biomed has a v60 and respiratory stated while in clinical use, it displayed an alarm ¿¿low leak co2 rebreathing risk¿. Biomed verified the same alarm while testing. While troubleshooting, he noticed the average air was reading -1.0 when set to 0. No reports of patient/user harm or injury. Investigation is ongoing.

Manufacturer narrative:
H10: multiple good faith efforts were made to retrieve device evaluation, repair, and operational status, however, yielded no response from the customer. The complaint will be processed for closure. If additional information is received at a later date, the complaint will be reopened, and a supplemental report will be submitted.